Event description:
Caller reported a malfunction on the pump, which displayed malfunction code malf 12 and occurred multiple times. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. To address the issue, technical support decided to replace the pump, and the caller was advised to use a backup insulin pump to ensure continuous insulin delivery. The caller was instructed on returning the problematic pump and acknowledged understanding the steps for using the replacement pump.